Event description:
It was reported that the device gave an alarm with displayed message of "error 10104". No known adverse effects to patient.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported issue of error code 10104 was verified. The pump was inspected and when powered up it alarmed "error code 10104". The device was not able to power up to perform any tests. Further investigation of the pump and determined that the rtc battery voltage were very low. This can cause the pump to have error code 10104. Rtc battery low voltage was the cause of the issue. The rtc battery will be replaced.